Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to claim low audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient's mother to test the alert functionality and reported alerts were functional, but certain modes did not reach desired volume levels.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and found no observations related to the complaint. A review of the receiver data log did not confirm complaint. Patient complaint of low audio output was unable to be confirmed, as the reported fault could not be reproduced.